Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient made an elective decision to replace the implantable neurostimulator (ins) seven months before the normal replacement date. During pre-op, the manufacturer representative (rep) discovered that contact9 had impedance issues. The impedance on contact 9 was fluctuating. After the ins replacement, the impedance on contact 9-11 indicated a short. Contact 9 is not used in therapy. No symptoms were reported. Additional information was received from a manufacturer representative (rep) reporting that the replacement surgery took place on (B)(6) 2021. The cause of the impedance issue is unknown. The patient has had many falls throughout the past few months due to his declining health and advancing parkinson's disease diagnosis. It is unknown whether the patient was falling during the time of the (B)(6) 2021 replacement. Impedances were ran 4 times at 1 ma intra-op during replacement. They visually inspected the extension during replacement but could not identify damaged contact or fractured wire. They also tried inserting and reinserting the extension. Refer to manufacturer report #3004209178-2021-18305 for related device.